Manufacturer narrative:
Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and detailed product information were not provided. A good faith effort attempt was made to try and retrieve the missing information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk review: risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion and additional intervention required is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the farawave device. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that the patient experienced a small pericardial effusion. The versacross connect with faradrive sheath was used for the transeptal. The patient had a very small fossa ovalis with a thick septum. The transeptal was being guided by fluoroscopy and by the anesthetist on transesophageal echocardiography (toe). The first crossing of the pigtail wire seemed to take a strange direction. The doctor withdrew the wire and was successful with the second transeptal (no radiofrequency (rf) was used). The wire appeared to cross successfully to the left superior pulmonary vein (lspv) with the pigtail going into the pulmonary vein (pv). The doctor then inserted the farawave catheter over a bsc starter rosen wire. He maneuvered the rosen wire a few times to find the left inferior pulmonary vein (lipv). Then, deployed the farawave nav to do flower calibration. At this time, the anesthetist was asked to check the heart again before removing the transesophageal echocardiography (toe). During the check, he identified the small effusion. Patient remained stable the entire time. An ultrasound was then performed which confirmed a small effusion. The catheter was removed from the patient and procedure was cancelled. The patient was then admitted to ICU for close monitoring. The patient is expected to fully recover.

Manufacturer narrative:
Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and detailed product information were not provided. A good faith effort attempt was made to try and retrieve the missing information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a small pericardial effusion. The versacross connect with faradrive sheath was used for the transeptal. The patient had a very small fossa ovalis with a thick septum. The transeptal was being guided by fluoroscopy and by the anesthetist on transesophageal echocardiography (toe). The first crossing of the pigtail wire seemed to take a strange direction. The doctor withdrew the wire and was successful with the second transeptal (no radiofrequency (rf) was used). The wire appeared to cross successfully to the left superior pulmonary vein (lspv) with the pigtail going into the pulmonary vein (pv). The doctor then inserted the farawave catheter over a bsc starter rosen wire. He maneuvered the rosen wire a few times to find the left inferior pulmonary vein (lipv). Then, deployed the farawave nav to do flower calibration. At this time, the anesthetist was asked to check the heart again before removing the transesophageal echocardiography (toe). During the check, he identified the small effusion. Patient remained stable the entire time. An ultrasound was then performed which confirmed a small effusion. The catheter was removed from the patient and procedure was cancelled. The patient was then admitted to ICU for close monitoring. The patient is expected to fully recover.